Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.